Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient pulse generator exhibited rf telemetry anomaly. The patient was discharged and would continued to be monitored.